Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the severity of the paravalvular leak (pvl) was moderate to severe. The patient's horizontal aorta and the grade of their calcification was noted to have contributed to the valve dislodgement. The medtronic transcatheter bioprosthetic valve was snared into the ascending aorta and the non-medtronic valve was implanted in the native annulus.

Manufacturer narrative:
Image review: images were submitted to medtronic for review. Pre-implant computed tomography (CT) was provided. CT imaging contains motion artifact. Annulus perimeter and perimeter derived diameter is 72.3 mm/23.0 mm suggesting a 29 evolut per sizing matrix. Aortic root angulation is 48°. Calcification seen in non-coronary cusp (ncc) and left coronary cusp (lcc). Possible plaque/thrombus seen in rcc. Intra procedural fluoroscopic images were provided for review of the event. Fluoroscopic valve load inspection was provided for review and confirmed a good load. A pre-implant balloon aortic valvuloplasty (bav) was performed prior to the implant. There is evidence of suboptimal position of the pigtail in the ncc. Regardless of the pigtail position, the valve appeared to be shallow in the cusp overlap view which warranted a recapture. An angiogram was performed in the left anterior oblique (lao) view; however, parallax was not removed from the inflow so accurate depth assessment was not possible. Additionally, there was significant aortic regurgitation prior to valve release. Despite the shallow depth, the valve was released and subsequently dislodged above the annulus. A post-implant bav was performed resulting in further aortic dislodgement. Subsequently, a non-medtronic valve was implanted. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a patient with a heavily calcified aortic valve, a pre-dilatation was performed with a 20 mm balloon. Subsequently, the physician decided to release the valve from the delivery catheter system even though the implant depth was considered high. Due to a "higher grade" paravalvular leak, a post-dilatation was performed with a 22 mm balloon. The valve dislodged during the post-dilatation, so a 23 mm non-medtronic transcatheter valve (sapien) was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID: unknown 20 mm valvuloplasty balloon; product type: valvuloplasty balloon. 22 mm valvuloplasty balloon;product type: valvuloplasty balloon product ID: d-evprop2329us; product type: heart valves product ID: unknown 23 mm sapien transcatheter aortic valve;product type: unknown sapien transcatheter aortic valve; implant date: (B)(6) 2023. Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.